Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. The product support engineer (pse) troubleshot the unit with customer over the phone. The pse advised the customer to reset the alarm cable. The test now reads almost zero ohms with a tolerance of 0-3. The alarms test passed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failed preventative maintenance, performance verification test alarms test with a resistance of 8 ohms with a tolerance of 0-3. There was no patient involvement.